Event description:
It was reported that this implantable device could not be interrogated and the battery was suspected to be depleting prematurely. The patient had received a series of shocks which were not known to be appropriate or inappropriate. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in the post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable device could not be interrogated and the battery was suspected to be depleting prematurely. The patient had received a series of shocks which were not known to be appropriate or inappropriate. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.